Event description:
It was reported that a patient underwent a left total hip arthroplasty on (B)(6) 2021 and a barbed suture was used in the subcuticular layer. Post-op, on (B)(6) 2021, the patient called the clinic regarding his wound reopening at the proximal end. On (B)(6) 2021, the patient went to the clinic. Upon initial assessment, the patient did not complain of fever, but the skin edges at the site of dehiscence were red and inflamed. The area of dehiscence was deepest at the apex, with the initial opening being the circumference of a pencil eraser. The length of the dehiscence was about 1/3 of the entire incision. The only layers affected by the dehiscence, were the subcutaneous layer and the subcuticular. The patient¿s area of dehiscence was given betadine and keflex (cefalexin). The patient was instructed to do wet to dry dressings and apply betadine. On (B)(6) 2021, the patient returned to the clinic and the incision had healed. The surgeon felt no further action was needed. The patient is not scheduled to have their incision washed out in the or. The patient is currently recovering at home without issue. No additional information was provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was received: procedure: left total hip arthroscopy. Procedure date: (B)(6) 2021. Gender: male. Weight: (B)(6). Bmi: 33.7. Age: (B)(6). On (B)(6) 2021, pt called clinic regarding his wound reopening at the proximal end. On (B)(6) 2021, pt came by clinic and was prescribed keflex and to do wet to dry dressings on (B)(6) 2021, pt returned to clinic and the incision had healed. Dr. (B)(6) felt no further action was needed. Additional information was requested and the following was obtained: lot number for stratafix spiral monocryl plus - sxmp1b111? Unknown lot number for stratafix spiral pds plus - sxpp1b411? Unknown was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes what tissue dehisced? Subcutaneous and subcuticular how was the skin closed? It was closed with sxpp1b411. Proper initiation and termination of the suture was used. Note: events reported in 2210968-2022-00595.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/31/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: additional h3 investigation summary: after visual inspection of images sent to ethicon inc for evaluation. A wound with inflammation and a degraded suture section were observed. No conclusion could be reached as to the cause of the reported complaint, as the sample was not returned for analysis. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional information was requested and the following was obtained: what is the patient's current status? The patient is still their conservative care phase